Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. There was no button error alarm noted. The pump was received with a cracked case at the display window corner, cracked battery tube threads, and a cracked display window.

Event description:
The customer's father reported via phone call that the customer had a button error alarm on the insulin pump. Customer's pump was in suspend mode and then it alerted button error. Customer was unable to un-suspend the pump. Customer changed out the battery but still received a button error alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.